Manufacturer narrative:
Additional information was received that this revision is regarding a competitors device and not a bsc device. The patient underwent an explant procedure of the bsc devices in 2015, where a competitors device was then implanted. No further information can be obtained from the physician regarding the explant in 2015.

Event description:
A report was received that the current placement of patient¿s device continues to be very painful for her. The patient will undergo a revision procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the current placement of patient's device continues to be very painful for her. The patient will undergo a revision procedure.